Event description:
A user facility submitted a repair request to olympus, on the evis lucera bronchovideoscope for pinhole/air/water leakage. Upon inspection and testing of the customer returned device, the coating of the image guide serpentine tube was found peeling off (1 mm 2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, cut or scratch of the bending section, air/water leakages or fluid invasion, electrical continuity error due to water invasion, angulation malfunction, bending problematic, resin coming off of the insertion tube (peeling off of resin due to moisture invasion/deterioration of the insertion tube due to cds method/excessive bending), defects of universal cord/ video cable, defects of control body (including switches), and coating of the image guide serpentine tube peeling off. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received.

Event description:
The following additional information regarding the event was received: it was confirmed that there was no patient adverse event related to this incident. The additional requested information is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was caused by stress of repeated use, external factors, or handling. However, the root cause could not be determined. This supplemental report includes information added to b5 and h4. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.